Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy event description: prof performed a lap chole, he skeletonized the duct with a lap grasper. As he tried to clip, the clip applier misfired and the handle got stuck. Prof tried to clip the duct, the device misfired. He then preloaded the device, clip released into the jaw, but then the handle got stuck, the handle could not close, to clip the duct. Intervention: prof requested another clip applier to be opened. Patient status: no harm was done to the patient.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint#: (B)(4), was included in the recall.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: prof performed a lap chole, he skeletonized the duct with a lap grasper. As he tried to clip, the clip applier misfired and the handle got stuck. Prof tried to clip the duct, the device misfired. He then preloaded the device, clip released into the jaw, but then the handle got stuck, the handle could not close, to clip the duct. Intervention: prof requested another clip applier to be opened patient status: no harm was done to the patient.